Manufacturer narrative:
Per the additional information received, there is no issue with the right extension, hence this is no longer reportable.

Event description:
Related manufacturer reference number: 1627487-2023-04531. Related manufacturer reference number: 1627487-2023-04581. Additional information received indicates there was no issue with the right extension and it was electively explanted and replaced with a new extension.

Event description:
Related manufacturer reference number: 1627487-2023-04531. It reported that the patient¿s left lead/extension was showing high impedance resulting in decrease on therapy strength on its own. As such, surgical intervention took place where in the extension was explanted and replaced with new extension to address the issue. However, the left lead still showed high impedance. Additionally, the right extension was also explanted and replaced for an unknown reason. Investigation was unable to determine which of the leads is right or left extension.